Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the power/cap module. The system operates as intended.

Event description:
The customer reported loud arcing popping sounds, and they were getting shocked off of the unit. Also the unit's image turned grainy. No pt injury was reported.